Event description:
The pt reported that the check button came off of the infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval. Preliminary eval found that the check button is missing due to a hard mechanical impact during use. Due to an external mechanical influence the snap dome of the up button is pressed through. The source led to an always active up button and unclearable e8 (power interrupt) error messages. Additional info will be provided when eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.